Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased when a patient circuit disconnect occurred. There was no permanent harm or injury to the patient. According to the reporter of the event, the ventilator alarmed to alert the caregiver of the circuit disconnect. The caregiver did not respond in a timely manner and the patient's blood oxygen saturation decreased to 50%. The patient circuit was reconnected and the patient recovered. It was determined the ventilator operated and alarmed as designed and remains in use. The manufacturer concludes the ventilator alarmed appropriately to alert the caregiver of the event.